Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "any creases" and "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: device with a little of clear fluid inside and appears to be intact labeled right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "any creases" and "capsular contracture," baker grade unknown. Device has been explanted.